Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to low out-of-range pace impedance measurements less than 200 ohms. It was noted that this lead was implanted in 2005, and should be programmed back to bipolar for evaluation. In addition, the patient was experiencing pectoral twitching. This rv lead remains in service. No additional adverse patient effects were reported.